Event description:
After an implantation time of 17 months, an insulation defect was reported on the rv lead. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The analysis found multiple signs of abrasion along the lead body. In particular at 23 cm, 24 cm and 25 cm distal of the df4 connector pin, the insulation was damaged by fraying, as mentioned in the complaint. The position and kind of the frayings are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction. There were no indications of material defects or manufacturing errors.